Event description:
The customer reported that while attempting to dispense diluent, reddish fluid consisting of blood was dispensed out of the probe of the coulter lh 750 hematology analyzer. The customer opened the instrument and discovered blood under the blood sampling valve (bsv). The customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the blood sampling valve (bsv) knob was too tight and not allowing the bsv to fully rotate. The fse proceeded to disassemble the bsv and replaced the bsv knob. The repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to the bsv knob which was too tight and not allowing the bsv to fully rotate. Beckman coulter internal identifier for this report is (B)(4).